Event description:
It was reported to philips that the cooling fan was not functional. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. There is a voltage at the fan connector. The customer ordered part. Further information is pending.

Manufacturer narrative:
H10 a philips multi-vendor biomedical engineer replaced the cooling fan, and the reported problem was corrected. H11 it is unknown if the device was being used on a patient at the time of the reported event.

Event description:
It was reported to philips that the cooling fan was not functional. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. There is a voltage at the fan connector. The customer ordered part. Further information is pending.